Event description:
On (B)(4) 2011, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges. The customer states they have an unacceptable correlation between two I-stat lots using two I-stat analyzer sn#s (B)(4). Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on 03/14/2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the united states food and drug administration. Lot#: r11313c, manufacture date: 11/01/2011, expiration date: 04/28/2012.